Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of touch screen and pen calibration faulty, the touch screen was out of specification. Analysis additionally noted that there were errors in the update history, the handles, keyboard cover slides, media door and cover assembly display were broken and the power bay assembly and stylus were worn. The touch screen assembly, handles, keyboard cover slides, media door, power bay assembly, stylus and cover assembly display were all replaced and the touch screen calibrated. New software was installed and the device cleaned, and it then passed its electrical safety and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch screen and pen calibration were faulty. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product was returned to service. It was further reported via follow-up that the clinic had an additional programmer available for use.